Event description:
Boston scientific received information that an alert was detected due to high shock impedance measurements. Noise episodes were also present and increased threshold measurements were noted. Initially, a connection issue was suspected. The physician elected to turn off shock therapy until a revision procedure was performed. One week later a revision procedure was performed. Connections were checked and impedances were still out of range, therefore a fracture was then suspected. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.